Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working fine. Customer¿s blood glucose level was 287 mg/dl at the time of incident, current blood glucose level was 146 mg/dl, onset of the call 135 mg/dl and mid of the call 96 mg/dl. Customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to test on insulin pump. Customer did not alleging insulin pump was under delivering. Troubleshooting was declined. The insulin pump will not be returned for analysis.